Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i leaked. The following information was provided by the initial reporter: drug leaked from the connection between the hub (insyte autoguard) and j loop. The drug used is a nutrient.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant products. Device available for eval?: yes. Concomitant products. Returned to manufacturer on: 2/10/2021. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and five photos. Upon inspection of the catheter adapter assembly, it was found that the adapter was damaged. This type of damage is likely to cause leakage; therefore, a leak test was performed. Leakage was observed. The reported defect was confirmed. Based on the appearance and location of the damage, the defect most likely occurred during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i leaked. The following information was provided by the initial reporter: drug leaked from the connection between the hub (insyte autoguard) and j loop. The drug used is a nutrient.